Event description:
In 2008, the patient reported that she experienced an e2 (battery depleted) error on her infusion device and it shut down. She stated that she did not receive an a2 (low battery) alert warning her of the low battery. No a2 alert was listed in the alarm history of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.